Event description:
Pt reported obtaining back-to-back glucose results of 60 mg/dl and 280 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, he was not experiencing symptoms of hypoglycemia or hyperglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the compact system. Technical support requested the return of the suspect product and replacement product was shipped.